Manufacturer narrative:
Vyaire file identification: (B)(6). The customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator is showing ¿motor fault and power supply overheat¿ during setup prior patient use. There is no patient involvement associated with the reported event.